Event description:
It was reported that the patient never had therapeutic effect, therapy was ineffective, and less than 50% pain relief. Stimulation had never relieved her pain effectively. Six months after implant, the implantable neurostimulator (ins) never worked since the patient had it. They were not sure if it was because she was not charging it or what the issue was. The patient would charge the ins and it would charge and she would only get 8 hours of usage out of it, and the she did not like to charge. They wanted to know if they could do an MRI on her back and upper spine, but it was not because of the ins. The ins was supposed to be for the patient¿s feet and lower back. They had a CT scan and x-ray and they could not find anything. The patient was in a lot of pain in the neck and the MRI had to be done. The neck pain was from a small tear in the shoulder, which started fora couple of months. The patient was in (B)(6) first week in (B)(6) 2015 and was in bed for days and she was maybe out of the bed for 5 hours the whole time she was there. She was getting shots in her spine or neck and it was not helping. The spine surgeon wanted to remove the system so that they could do an MRI and then a ¿cervical and thoracic spine surgery.¿ a manufacturing representative (rep) offered to meet with her to try to optimize her settings and she declined. She did not want to explore other options. She was set on having the complete device removed and then having further surgery with a spine surgeon. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).